Event description:
The user facility reported that a z-800 infusion pump (serial number (B)(4)) was found to over-infuse. No pt was involved.

Manufacturer narrative:
Eval of the returned device involved in this report by a zyno rep indicated that the flow rate accuracy is outside of the specified +/- 5% range. The pump will be re-calibrated after repair. Further analysis will be performed for root cause identification. Corrective and preventive actions will be identified and implemented.